Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the biomed customer on the v60 indicating that the device was getting error code 1102 primary alarm failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. When the primary audible alarm test fails for either speaker, alarms are annunciated using both the primary and backup audio devices. The rse provided troubleshooting steps per the manual and advised the customer to replace the speakers. The biomed reported replacing both speakers and it had not resolved the problem. The rse advised customer the problem maybe with the boards that the speakers connect to. Biomed has requested the part #'s for both the power management (pm) and motor controller (mc) boards. The investigation is ongoing.